Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall with no recovery was reported. The pump had alarmed 24 hours prior and showed one stall in event logs. The pump was 6 years old and was going to be replaced. No information was available on patient and drug status. Additional information has been requested, but was not available as of the date of this report.